Event description:
Bilateral breast implants implanted 9/6/94. Right breast reconstruction revised 1/17/95. Left implant revised and right capsulotomy performed 7/26/95. Right capsulotomy performed on 8/28/95. On 9/27/95 right breast implant explanted.